Manufacturer narrative:
The customer reported issue was not confirmed. The device passed all require testing and specifications and released back to the customer. A review of the device history record for sn (B)(4) was performed from 08/07/2009 to 8/31/2020 and confirmed that this device was previously returned for servicing unrelated to the customer reported issue. There were production failures (q6 200100028) for test failure - fsod calibration which does not correlate to the customer reported issue.

Event description:
It was reported that the device allegedly experienced a channel error. There was no patient involvement.